Event description:
It was reported that the device was used during a laparoscopic assisted nephrectomy. The device jammed and was not used in the case. Another device was to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 10/01/2007. Malformed clip. Evaluation summary: the analysis results for el5ml instrument found that it was returned in good visual condition. The instrument was cycled and a double fed incident occurred that caused two malformed clips, subsequent firings resulted in 8 properly fed and formed clips. However, no jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.